Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. (B)(4). Investigation summary: a complaint of separation - no leak on model#: 2426-0500 was received from the customer. No product or photo was returned by the customer. A device history record review could not be performed on model#: 2426-0500 because a lot number was not provided by the customer. A complaint about a set separating with leakage was received from the customer. No product or photo was returned by the customer. A device history record review could not be performed on model #: 2426-0500 because a lot number was not provided by the customer. Investigation conclusion: the customer complaint of separation; no leak could not be verified due to the product not being returned for failure investigation. The customer complaint of separation - leak could not be verified due to the product not being returned for failure investigation. Root cause description: the root cause of separation - no leak was not identified as no product was returned. The root cause of separation leak was not identified as no product was returned. Rationale: this incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that 1 as lvp 20d dehp 3ss cv sets tubing split/disconnected at the proximal y-site during the infusion, and 1 sets tubing split and leaked fluid onto the floor. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: event 1: ((B)(6) 2020; 1730); material no: 2426-0500; batch no: unknown. It was reported that the tubing split/disconnected at the proximal y-site while infusing. Event 2: ((B)(6) 2020); material no: 2426-0500; batch no: unknown. It was reported that the tubing split causing fluids to spill onto the floor. Event 1: date of event: (B)(6) 2020 at 17:30; material no.: 2426-0500; lot no.: n/a. Description of defect: tubing split/disconnected @ proximal y site while infusing. Event 2: date of event: (B)(6) 2020; material no.:2426-0500; lot no.: n/a. Description of defect: tubing split causing fluids to spill onto the floor